Event description:
Nurse noted smoke coming from the ventilator. Pt immediately disconnected from the device with no harm to pt. No visible flame noted. On visual inspection of the ventilator, the differential circuit board had burned and was covered with black soot. Soot was also noted on the wiring harness and tubing. The foam insulation under the top cover had also melted.